Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Additional visual inspection found no damages at lead tip or helix that would have contributed to the dislodgment. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. The lead had been successfully placed. When the device was being placed in the pocket the lead was inadvertently pulled out of the atrium. An attempt to reposition the lead was made however difficulty was experienced extending the helix and there was a concern the lead had fractured. A new lead was successfully implanted. No adverse patient effects were reported.